Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, the cause of the e103 lamp error was likely, due to a malfunction of the main lamp. The specific root cause could not be determined, at this time, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a e103 lamp error. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. Olympus technical assistance center (tac) support spoke to the customer to attempt troubleshooting the device. Upon troubleshooting, tac noted that the lamp life meter on device lights were on. Tac conclude that the main lamp had surpassed 500 hours old. The customer will ask the facility biomed to replace the main lamp promptly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.